Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced an issue with infusions set fell off during use on the night of (B)(6) 2024. The patient blood glucose levels was 437 mg/dl and treated with manual bolus. No further information available.

Manufacturer narrative:
E1: patient country: united states.